Event description:
It was reported that an employee splashed cidex activated dialdehyde solution in their left eye while wiping an instrument. At the time of the incident, the employee was wearing gloves, gown and eyeglasses, but not eye goggles. The employee flushed their eye for approximately 7 minutes following the incident.